Event description:
It was reported that the device's battery voltage was getting close to elective replacement indicator (eri). It was then further reported that the patient was seen in the office and the battery voltage did improve some. To preserve battery life the atrial sensitivity was reprogrammed to cover p-waves in the presence of the patient's chronic afib (atrial fibrillation). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated battery measurement approximately 80mv drop followed by a recovery coinciding with an interrogation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri x2 implantable pacing leads, implanted: (B)(6) 2011. (B)(4).